Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had low blood glucose value. Customer's blood glucose value was 40mg/dl. Insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed rewind test, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and displacement test. No unexpected prime or fill anomaly noted during testing. Also, device was programmed with test mini link and the glucose sensor simulator and display the 100 value properly on display graph. Device was also programmed with test glucose meter, device communicated properly and recorded the 84 mg/dl value properly from glucose meter.